Manufacturer narrative:
Baxter will continue to investigate any report it receives and review trending of these events.

Event description:
On july 6, 2005, the facility technician reported one system 1000 in which unspecified cultures were detected after repeated attempts to sterilize instrument. There was no patient injury or medical intervention reported. No further information is available at this time.